Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test at 4 pounds due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 109 mg/dl. Customer does not have the current pump with him. Customer switched it out with his previous pump. Customer stated that the alarm occurred while he was setting up the new infusion set. Customer was able to clear the alarm. Customer forced a rewind and it did the same thing.